Manufacturer narrative:
Comparison of inratio test with lab results provided by end-user at time complaint was reviewed, and within the confident limits. Inratio: 3.4. Lab: 5.7. Mean: 4.55. Confident limits: 2.6-6.9. This event is reportable because a recurrence may cause or contribute to a death or serious injury.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009. Inratio: 3.4. Lab: 5.7.